Event description:
It has been reported to philips that during a vascular emergency procedure, artifacts were visible on the monitor. The procedure was completed on another system. No harm to the patient or user was reported. Philips has started an investigation for this complaint.

Event description:
Philips has investigated this complaint. Philips has confirmed that the vascular emergency procedure was completed after a delay of 30 minutes with a mobile x-ray system. Philips inspected the system onsite and it was identified that the fire x board, that controls the flat detector, was defective. The fire x board was replaced and the system was returned to use in good working order.